Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: international journal of medical sciences. 2014; 11(11): 1082-1088. Doi: 10.7150/ijms.9027.

Event description:
It was reported via journal article: "title: laparoscopic reconstructive surgery is superior to vaginal reconstruction in the pelvic organ prolapse" author: young-han park , seong cheon yang , sung taek park, sung ho park , hong bae kim citation: international journal of medical sciences. 2014; 11(11): 1082-1088. Doi: 10.7150/ijms.9027. The purpose of the study was to provide the clinical advantages of the laparoscopic approach compare to the vaginal approach in correcting uterine and vaginal vault prolapse. Between june 2007 and june 2011, a total of 174 women were admitted and underwent pelvic reconstructive surgery for prolapsed vaginal vault and uterus. Of which, 120 patients (age: 64.4 ± 8.2; bmi: 24.5 ± 3.1) underwent the vaginal approach and 54 patients (age: 66.9 ± 9.6; bmi: 24.8 ± 3.2) underwent the laparoscopic approach. In the vaginal approach group, a mccall culdoplasty with peritonization was performed and the vaginal cuff was closed using vicryl 1-0 interrupted suture (ethicon). In the laparoscopic approach group, gynecare polypropylene mesh (ethicon) were secured to the anterior and posterior vaginal wall respectively with ethibond 0 sutures (ethicon). Meshes from the vagina were fixed to the longitudinal vertebral ligament with ethibond 0 sutures (ethicon) or black silk suture in order to lift the prolapsed vaginal walls without tension. The operation was completed by reperitonealization. In the vaginal approach group, reported complications included febrile morbidity (n-4), infection (n-3), hematoma (n-1), disruption (n-1), cystocele (n-4) which require reoperation, vaginal vault prolapse (n-4) which require reoperation, and rectocele (n-3) which require reoperation. In the laparoscopic approach group, reported complications included febrile morbidity (n-4) and mesh erosion (n-3). This is a report comparing the laparoscopic approach with the vaginal approach in reconstructive surgery for uterine and vaginal vault prolapse. The laparoscopic approach led to superior success rate, shorter hospitalization and shorter foley catheter duration compare to the vaginal approach. The result suggest there is significantly lower recurrence rate requiring reoperation and less catheterization time but increased operative time for laparoscopic sacrocolpopexy.